Manufacturer narrative:
Customer biomedical technician is olympus oer-pro trained for entire unit repairs. Customer biomed will do the repairs and device is not available for evaluation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by customer, the device lid was cracked. There is no reported harm to any patient.

Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.